Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.0 device for mechanical circulatory support. It was reported that the patient experienced heparin induced thrombocytopenia during treatment. Systemic argatroban was used. Subsequently, the device was explanted, and the patient expired on support. There is not enough information to exclude the impella device as an associated factor in the patient's demise.